Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that patient presented to emergency room. Upon interrogation it was found that patient's implantable cardioverter defibrillator has delivered unsuccessful anti-tachycardia pacing and shocks. Programming changes were made. There were no patient consequences.